Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient was treated with injection (inj.) Fortum (1 gram given once daily in 1 bag intraperitoneally (ip) and inj. Amikacin (500 mg given once daily in 1 bag ip) for peritonitis. At the time of this report, it was unknown if the patient recovered from the event. Dianeal therapy was ongoing. No additional information is available.